Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, an 18 mm amplatzer pfo occluder was selected for implant using a 9 f amplatzertorqvue delivery system. During deployment, it was observed that the device was not taking the proper shape, the right disc of the device was bulging and not conforming to the septum. So, the physician had to removed the device and the procedure was aborted. The deformed device was never released from the delivery cable while inside the patient. There were no interactions with the cardiac structures during deployment and angulation/kink were observed in the delivery system. It was also reported that there was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.